Event description:
Type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and pain. No further patient complications were reported.